Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen, bra fat/back fat, and flanks in 2015 using the cooladvantage and legacy coolcurve+ applicators. Patient was diagnosed with paradoxical hyperplasia (pah/ph) on (B)(6) 2022.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, a5, b5, d1, d4, e1, e2, e3 and h6